Event description:
The customer reported intermittent high rex values that occur with l-spine images in the operating room. The problem occurs after disconnecting and reconnecting the panel. The tech shoots a known good exposure for l-spine, and then gets an extremely high rex value. The problem exists for the next exposures until they remove the unit from the operating room. It is possible that the images were retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The service rep replaced the ref pc board. He also performed repairs due to the loose screw issue. The service rep performed the calibration and self tests, and all functions met specs. MFR cross-reference #: (B)(4).